Manufacturer narrative:
The prod is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of a vessel (location unk), this balloon ruptured at nominal pressure when inflated with an indeflator. The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 99%. The prod was properly inspected and prepped prior to use. There is no info as to if there was any difficulty accessing the lesion with the guidewire, or crossing the lesion with the balloon. The ruptured balloon was removed from the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.